Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54.00 mg/dl compared to readings of 200.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Data was extracted using approved software and extraction was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Sensor became unscannable after de-casing to perform smu test. A further extended investigation was conducted. Visually inspected the sensor and no issue were observed. Visually inspected sensor pcba and broken antenna leg was observed. The antenna was observed to be damaged during de-casing. The returned battery voltage was measured across capacitor (c17) which shows battery to be within specification. De-soldered the battery and attempted communication failed again the sensor becoming unscannable is an indication that the pcba was damaged during de-casing, leaving the sensor in a state in which functionality testing is unable to be performed. Therefore issue will be closed to unable to test. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6). Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54.00 mg/dl compared to readings of 200.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.